Event description:
Problems include: loss of weight, emphysema, large ulcer, gall stones, migraines, capsular contractures, pain and hardness in breasts, general aching and stiffness, arthritis and symptoms, joint swwelling, pain, stiffness in shoulder, hands, fingers, elbows; muscle fatigue, hand and finger swelling, rashes, unexplained, breast tenderness, fatigue, swollen glands, peeling skin, visible implant wrinkles.